Event description:
It was reported that the patient was not responding well to left ventricular lead therapy due to the patient's worsening heart failure symptoms. No electrical anomalies were noted with the lead. It was also noted that the right atrial lead was fractured and exhibited noise. On (B)(6) 2016, the leads were explanted and replaced. No further information available.

Manufacturer narrative:
A partial lead with the distal tip measuring 59.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.